Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed with a non-boston scientific (bsc) transseptal needle system through a watchman fxd curve access system (was) using intracardiac echocardiogram (ice) imaging. No difficulties were noted, and the system was always able to be visualized. The septum was flossed with the was and the ice catheter was advanced into the left atrium. A sweep was then performed, and it was noted the baseline pe had grown in size. A pericardiocentesis was performed and 380 cc of serous fluid was drained. The physician commented since the fluid was not bloody, it was believed a perforation did not occur. The patient remained hemodynamically stable throughout. The procedure was aborted. The patient was transferred to the intensive care unit (ICU) for precautionary reasons only and has remained stable. In the physician's opinion, the patient may have had a malignancy issue that contributed to the event, and it was revealed the patient had experienced pericarditis one (1) to two (2) weeks prior to the event.